Manufacturer narrative:
Weight, ethnicity and race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -7.5/0.5/93 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved. Cause reported as unknown.